Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set tubes were pushing off the needle during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated along with retain samples and the customer's indicated failure mode for tube push off with the incident lot was observed.a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for tube push off with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. However, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported that bd vacutainer® push button blood collection set tubes were pushing off the needle during use. There was no report of exposure, injury, or medical intervention noted.